Manufacturer narrative:
Additional information : imdrf annex b and manufacturer narrative. Executive summary: the root cause for the reported issue of an si over infusion - fentanyl was not determined because no products or device logs were returned. The reported issue that there was an si over infusion - fentanyl could not be confirmed; no products or device logs were returned for investigation. No further investigation of this event is possible at this time, and patient harm was reported. Root cause : the root cause for the reported issue of an si over infusion - fentanyl was not determined because no products or device logs were returned.

Event description:
It was reported a new bag of fentanyl was hung at 1138 at a rate of 0.5ml/h. The clinician entered the patient room due to a low blood pressure alarm and noticed the bag of fentanyl was empty. Currently infusing levophed was increased to meet blood pressure goal. There was patient involvement, but outcome is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a new bag of fentanyl was hung at 1138 at a rate of 0.5ml/h. The clinician entered the patient room due to a low blood pressure alarm and noticed the bag of fentanyl was empty. Currently infusing levophed was increased to meet blood pressure goal. There was patient involvement, but outcome is unknown. Although requested, additional information was not provided.